Event description:
It was reported by the customer that the bd pyxis medstation es system global medication search did not show the stock medication when needed for an emergency condition. The customer mentioned that there was a delay to patient care because it was a situation where it was almost detrimental that they did not find the required medication. The required medication was vasopressin. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected information is included in the following sections: a1, d1, d3, d5, h6 annex a and c additional information is included in the following sections: h6 annex b, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-oct-2022 to 02- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not showed medication on global find due to user was unaware of functionality of it. The technical support specialist assists the user to resolve. The system functioned as intended after assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not showed medication on global find due to user was unaware of functionality of it. The technical support specialist shared user guide to user to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system global medication search did not show the stock medication when needed for an emergency condition. The customer mentioned that there was a delay to patient care because it was a situation where it was almost detrimental that they did not find the required medication. The required medication was vasopressin. There were no adverse events or injuries reported based on this event.